Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the pump is implanted on their left side, but they can feel something on the right side. The patient has a radiation, buzzing feeling on their right side. It was clarified, that the feeling starts on their right side and does not cross over or spread anywhere else, it was localized to the right side. The patient lost a tremendous amount of weight and reported that the pump moved around a lot. A nurse was aware that the pump was moving. No interventions reported. There were no plans to do anything about the pump moving. The change in therapy/symptoms was considered sudden. The event date of the radiation, buzzing feeling on the patient right side was reported as (B)(6) 2016. The event date of the pump movement was asked, but unknown. The patient reported the pump movement occurred about 8 months prior. The situation was being addressed by their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.